Event description:
It was reported that six day post implant, the patient came to the clinic with their left arm turned purple and feeling tight, and their fingers where white. An upper extremity ultrasound revealed non-occlusive thrombus of left axillary and brachial veins. The patient's medications were changed. Eight days later the swelling and discoloration had resolved. The leads remain in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.